Manufacturer narrative:
.

Event description:
It was reported that one day post implant, the atrial lead exhibited high threshold. A chest x-ray revealed that the lead was dislodged. The lead was explanted and replaced on (B)(6) 2014.